Event description:
Procedure: hysterectomy. According to the reporter: one unit the needle dropped out of the instrument while in the abdomen and the needle fell into the abdomen. The needle was retrieved and a second unit was opened and used to finish. The second defective unit was "hard to switch from left to right (toggle)". A second unit was opened and replaced the difficult to toggle unit. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. The needle fell into the patient and was retrieved.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/20/2015.

Manufacturer narrative:
(B)(4).